Manufacturer narrative:
(B)(4). Medwatch - #mw5077556. Additional information requested from the user facility. Phone message left - no return call. Email sent - email undeliverable.

Event description:
Per medwatch: "pt having placement of multi-lumen catheter. When attempted removal of guidewire was made, was noted that the guidewire snapped and part of the guidewire was retained in the patient".

Event description:
Per medwatch: "pt having placement of multi-lumen catheter. When attempted removal of guidewire was made, was noted that the guidewire snapped and part of the guidewire was retained in the patient".

Manufacturer narrative:
Qn# (B)(4). Medwatch - #mw5077556. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.